Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all reagent and sample probes, the sample metering syringe, and the sample and r2 solenoid valves. The cse also cleaned the sample drain and verified the instrument functionality. During troubleshooting, it was discovered that the patient samples were being centrifuged outside of the tube manufacturer's specifications. The cause of the discordant, falsely low creatinine result is unknown. The cause of centrifuging patient samples outside of the tube manufacturer's specifications is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on an alternate instrument, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.